Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported communicator was not powering on even after plugging it in for 12 hrs. Pt stated that they were having problems charging the communicator since they got it; pt commented the communicator kept acting funny and wouldn't take a charge right. Pt noted they spoke to manufacturing rep regarding this; due to the nature of the call, agent did not ask further details. On sunday, pt needed to adjust their stimulation because it was too high, but they couldn't turn the communicator on. Pt reported the issue to hcp last sunday and met with the manufacturing rep the next day where they got a loaner communicator. Pt stated the rep reset the communicator 3 times and the issue was not been resolved. Pt said they bought a new charger for the communicator as the issue might have been with the charger but still did not work. Agent had pt attempt to reset the communicator twice; pt reported no lights seen on the communicator. Agent confirmed power button clicked when pressed and no cords were plugged in. Agent had pt plug the communicator in; pt confirmed using the white ac power cord and pt also tried plugging in to a different charging outlet but it did not resolve the issue. Agent sent request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.